Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The site of detachment was hub. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been tubing detached from hub. The batch 6004401 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code tubing detached from hub. Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (static pull test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6004401 was manufactured according to the wi version 108,manufactured in the inset 5, on 21/nov/2023 with a total of (B)(4) units. Glue tubing DHR review: the lot 3l02002 was manufactured according to the wi version 10 manufactured in the machine igtl01, on 18/nov/2023 with a total of (B)(4) units. The lot 3l02003 was manufactured according to the wi version 10 manufactured in the machine igtl01, on 19/nov/2023 with a total of (B)(4) units. Trending: a query was run in database on 03/jun/2025 against malfunction code evaluated tubing detached from hub and lot 6004401 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.